Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest on or about (B)(6) 2010. The plaintiff's attorney also alleged that the decedent experienced another cardiac arrest, on or about (B)(6) 2010, before subsequently expiring after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products.